Event description:
Boston scientific received information that high out of range shocking impedances were displayed on this device associated with this right ventricular lead. At this time no additional information is available. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this investigation will be updated.

Event description:
--

Manufacturer narrative:
Additional information received noted that during a follow up interrogation of the device showed normal shocking impedances. Normal follow ups have been scheduled. At this time no additional information is available, should additional information become available this investigation will be updated.

Manufacturer narrative:
(B)(4). Additional information recieved noted that an alert was triggered due to out of range shocking impedances via the remote monitoring system. At this time, no further information is available, upon additional information, this investigation will be updated.